Event description:
A malfunction alarm was reported with code "malf 9" and a fault ID of "9-0x20f1." There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump due to a lack of access to charging supplies and planned to contact support again upon returning home. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.